Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries and power cap module were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had a pre-charge error and would not boot up. No patient injury was reported.